Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable device showed device parameters were 'off' in the diagnostic mobile programmer application. It was recommended that the patient be seen in clinic to resolve the issue. No patient complications have been reported as a result of this event.